Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient was unable to tolerate halos/ rings with starbursts around lights in the day. The iol was exchanged with an alternate iol in a secondary procedure. Additional information has been requested; however, further information has not been received.